Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an office visit, the device could not be interrogated with two different programmers. Magnet application appeared to have differing responses including pacing at vvi-65, vvi-70 and vvi-85. The device remains in use. No patient complications have been reported as a result of this event.